Event description:
It was reported that the cine option on the 9800 system does not function properly. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Advised that customer installed a new cpu cpb and flashed nodes. System options did not install with calibration reload. Confirmed the cmos settings and "reloaded" the calibration files from cal floppy. The system was tested and found to be working as intended and placed back into service.